Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Although the actual pump involved in the reported incident was not returned, the device history logs were provided for evaluation. Based on the information available in the history logs, the pump functioned as programmed. The dose rate of the pump was changed seven (7) times between when the initial rate was set at 11:37pm on (B)(6) 2021 and when the pump was stopped at 3:49pm on (B)(6) 2021. Each time the rate was changed the data lock was turned off, then once the rate was changed the data lock was reset. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: a patient's medication (morphine) dosing on pca pump should have been steady but nurse noticed it was changed without authorization.